Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use resulting in the decision to discontinue use of the device.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.